Manufacturer narrative:
Plant investigation: the complaint sample was not available, and no meaningful photos were provided for review. The described situation is adequately addressed in the instructions for use (IFU). Due to 100% testing, it is highly unlikely to detect a failure in a retention sample. Furthermore, only a small number of reserve samples are available. Therefore, a retention sample analysis was not performed. Although dialyzers are 100% tested for leaks (bubble-point and air testing during sterilization), leaks due to adverse environmental conditions or mechanical stress during treatment can occur in very few cases. A review of the device history records (DHR) was conducted by the manufacturer. The review found no indication for any relationship with the reported failure mode. All product from the batch was found to be conforming to specifications. Based on the available information, the reported complaint has been confirmed.

Event description:
A user facility reported that an internal dialyzer blood leak occurred five minutes into a patient¿s hemodialysis (hd) treatment. The blood leak was confirmed to be visually observed. First an air bubbles detected alarm occurred, and then a blood leak alarm went off. The patient was disconnected, and the machine was put into recirculation mode in an effort to identify the problem. The blood leak was visible after reconnection. There were no visible defects near the leak location. There were no alarms or other issues during the priming. A (hemastix) blood test strip was used, and it tested negative. It is unknown why it tested negative as it was confirmed that it had not expired. A second blood test strip was not used. The patient lost a full circuit of blood due to the event. Their estimated blood loss (ebl) was approximately 500 ml or less. There was no patient injury or harm, and no medical intervention was required due to the blood loss. The patient's treatment was not restarted. The sample was not available to be returned for evaluation. Multiple attempts were made to obtain additional information, and thus far no further details have been provided.